Manufacturer narrative:
The complainant was unable to provide the suspect device upn and serial number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii image was lost after taking one biopsy. Attempts made to regain the image were not successful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.